Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's device had reached it elective replacement interval (eri) and that the patient was not feeling well since the device entered its eri mode of pacing only in the ventricle (vvi). An inquiry was made to find out if it was possible to program the patient back to a dual chamber (ddd) pacing mode until the device change out operation. The device is still active. There were no further patient complications reported as a result of this event.